Event description:
N/a.

Manufacturer narrative:
After further investigation, it was identified that the gas loss in iab circuit was not duplicate. No other malfunction identified. Hence the complaint is invalid and no follow up report is necessary.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that prior to use, the cardiosave intra aortic balloon pump (iabp) had gas loss in iabp circuit. There was no patient involvement.